Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer also indicated that nothing appears on the display when the act button is pressed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a new battery does not resolve the issue. No further details provided.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or display anomaly when pressing buttons noted. No button error alarm noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. However, unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. Unit had minor scratched lcd window and cracked reservoir tube lip.